Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 400 mg/dl, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 26 mg/dl. Due to the bg level the customer lost consciousness and was transported by emergency medical technicians to the emergency room (ER). Reportedly, the customer declined further assistance from tandem technical support regarding the issue. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.